Event description:
It was reported on (B)(6) 2024 at 11:59am, a routine continuous infusion of propofol (1000mg/100ml ) was programmed via interoperability at 13.4 ml/hr . At 1:16pm however it was noted the bag was empty. Other medications running at the time were lactated ringers (100ml/hr), norepinephrine 16mg/250ml (9.38ml/hr), vasopressin 40 units/100ml (4.5ml/hr) and acetaminophen 1000mg/100ml (400ml/hr). There was patient involvement and no harm. Additional information was received during on site manufacturer visit infusion infused in two hours. Patient experienced ¿a little bit of hypotension¿, removed the device and sent to biomed. Clinician and charge nurse checked settings on the device and everything was setup correctly.

Manufacturer narrative:
Omit : e2403 - no clinical signs, symptoms or conditions. Additional information : imdrf annex e code.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on 1/9/24 at 11:59 am, a routine continuous infusion of propofol (1000mg/100ml ) was programmed via interoperability at 13.4 ml/hr . At 1:16 pm however it was noted the bag was empty. Other medications running at the time were lactated ringers (100ml/hr), norepinephrine 16mg/250ml (9.38ml/hr), vasopressin 40 units/100ml (4.5ml/hr) and acetaminophen 1000mg/100ml (400ml/hr). There was patient involvement and no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device evaluated by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported on 1/9/24 at 11:59am, a routine continuous infusion of propofol (1000mg/100ml ) was programmed via interoperability at 13.4 ml/hr . At 1:16pm however it was noted the bag was empty. Other medications running at the time were lactated ringers (100ml/hr), norepinephrine 16mg/250ml (9.38ml/hr), vasopressin 40 units/100ml (4.5ml/hr) and acetaminophen 1000mg/100ml (400ml/hr). There was patient involvement and no harm.